Event description:
Patient reported he has had 3 infusion set cannulas from the same batch that have leaked and cause his blood glucose levels to become elevated; blood glucose reading was not provided. Patient's normal blood glucose level was not provided. Patient stated the infusion set cannula is still in place but the insulin was leaking and it was wet all over the cannula and under the adhesive. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.